Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of choledocolithiasis on (B)(6), 2011. According to the complainant, during the procedure, the sphincterotome was inserted into the fujinon 4450 hd endoscope. When the device was advanced from the end of the working channel, the device was orientated towards the 3 o'clock position, instead of the desired 11 o'clock position. In addition, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.